Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not function in battery mode and the pacer output had an incorrect reading of 600ma on the video screen. The complainant indicated that there was no patient involvement in the reported failure.